Manufacturer narrative:
The event occurred outside of the united states . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset, or more precisely at the cannula septum. The problem occurred with different cannulas with different lot numbers, which the user had already disposed of.